Event description:
It was reported that the patient was hospitalised on (B)(6) 2026 with an infection that developed at the infusion site (abdomen) while wearing the pod between 37 and 48 hours. The patient attended a routine appointment with their general practitioner (gp) regarding the infection as the site was red and swollen with a lump. The patient¿s caregiver initially thought the area had scar tissue, however the gp confirmed it was an abscess. The gp sent the patient to hospital where they were admitted. The patient was treated with unspecified intravenous antibiotics and prescribed 250 mg flucloxacillin tablets to be taken four times a day after being discharged. The patient was discharged on (B)(6) 2026. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.